Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 73-year-old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient was on ECMO support prior to receiving support from the cp. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp for coronary angioplasty. On day 3 of support, hemolysis was reported. The patient was taken to the operating room for planned ECMO decannulation and cp explant. During decannulation, a transesophageal echocardiogram revealed moderate aortic insufficiency and severe mitral regurgitation. All mechanical support devices were explanted. Aortic valve injury and hemolysis are known risks associated with impella cp as described in the instructions for use.

Manufacturer narrative:
The device was returned therefore d9 was updated.

Manufacturer narrative:
D3 (manufacturer fax) has been added. G1 (manufacturer contact fax number) has been added. H3 (device evaluated by manufacturer?) Has been updated. The pi was completed with physical product returned. Hemolysis / mechanical interaction with blood: the cause of the hemolysis issue was most likely related to biomaterial, based on the returned pump investigation. Aortic valve insufficiency / regurgitation and mitral valve insufficiency / regurgitation: the cause of the injury was not determined due to insufficient clinical details.